Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had back surgery in (B)(6) 2014. Since the back surgery, the patient¿s implant hurt when she walked. In addition, it hurt all around ¿that area¿ where the implant was located. The patient stated she had ¿rubbed everything on it¿ and had taken ibuprofen. The patient stated she did not know if the ¿guy who programmed it before¿ would have to program it again or if she was going to need it taken out because it ¿did really hurt.¿ the patient had seen the doctor and stated, ¿but that was for my pain and I called him a while ago and they said they don¿t have anything to do with it now. It was all up to medtronic and said I have to give you guys a call.¿ however, the patient stated she had not seen the doctor since it was implanted because she had not needed to see him. The patient reported having the device implanted in 2010. According to device registry, the implant date was (B)(6) 2011. The patient was directed to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was also reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on (B)(6) 2014.